Event description:
It was reported the patient is not receiving effective stimulation. It was also reported the stimulation is causing the patient pain on the left side of her neck. The patient's pain pattern is her right arm. The patient may undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient reported she did not feel the pain in her neck prior to the implant. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where her scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.